Manufacturer narrative:
(B)(4).

Event description:
It was reported that noise resulting in pacing inhibition was observed on the right ventricular lead. A slight drop in sensing values was noted as well. No changes were made. The patient was noted to be in good condition.